Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus repair center found poor contact due to corrosion and damage to the output socket. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because over 8 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. The xenon lamp of the device was a non-designated olympus lamp. This xenon lamp had just been replaced. The lamp timer indicated zero hours. The brightness adjustment of the device was failed. Poor contact occurred and the socket was damaged and corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image was not displayed. The user replaced the device with another system and completed the procedure. The procedure was extended for about 5 minutes. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The user returned the device to the olympus repair center. Olympus repair center found that error b30 (scope communication error) was displayed.